Event description:
Asr revision; asr xl - left hip; reason(s) for revision: component loosening (femoral component); pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update aug 22, 2017 records reviewed for MDR reportability. Stem reported for implant loosening at bone to implant interface, as indicated on alert date (B)(6) 2013. Corrections to reporting of asr acetabular and asr femoral implants initiated. Noted that reported pain can be attributed to the femoral stem component loosening. Complaint updated on: sep 20, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision: left, asr xl. Reason(s) for revision: component loosening (femoral component), pain (B)(6) 2017: email notification from kennedys received. There is no new information. This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.